Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Age: unk. Gender: unk. Weight: unk. Bmi: unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. What instruments were used to grasp the needle? Yes. Where was the needle grasped during use? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. The needle was discovered via CT scan and was retrieved immediately after detection. Date: unk. Result: needle successfully removed. Was the CT scan to locate the needle done during the initial procedure or after the procedure? After the procedure. Was the needle removed during the initial procedure or was a re-operation (second procedure) required to remove the needle? A second procedure was required to remove the needle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The needle detachment was discovered postoperatively via CT. No specific anomaly was reported during the initial procedure. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? No problem. Lot number? Unk. Were the surgeon¿s questions addressed? Yes. We couldn't any additional information because this case was so long ago and the surgeon didn't remember the detail of this case.

Event description:
It was reported that a patient underwent an open valve replacement several years ago on an unknown date and suture was used. The procedure was performed by the previous doctor. During the procedure, the needle of the suture was detached and remained inside the patient, which was discovered on a CT scan. The needle was immediately retrieved after the CT scan discovered the problem. It was not a control release needle. Reoperation was required to complete the case. No sample will be returned. Further details were not provided from the healthcare professional. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the CT scan to locate the needle done during the initial procedure or after the procedure? Was the needle removed during the initial procedure or was a re-operation (second procedure) required to remove the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Were the surgeon¿s questions addressed?